Event description:
It was reported that when the versajet unit was started for a debridement case, it was noted the device did not prime saline liquid; saline flow gets to pump cartridge but no fluid jet was visible. The hand-piece was changed again to new one and it worked. However, a delay greater than 2 hours was reported.